Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell from the power supply and wiring that was burnt on the power switch. The power switch wiring was replaced. After rectifying the power switch wiring issue, it was reported that the 2008t machine was alarming with wd: failed long pulse and was unable to go into service mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 48,777 hours and these components were the original fresenius parts on the machine. There was no damage observed on any other components, or any other additional issues, associated with the burnt wiring. The biomed replaced the 24v harness, power logic board, function board, and actuator board at which point the machine was able to enter service mode, however the wd alarm was still occurring. A fresenius field service technician (fst) recommended to the biomed to replace the motherboard and power supply to resolve the wd alarm. Additional information was requested, however, to date a response has not been received. It is unknown if the machine is back in service without any issues. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the 24v harness, power logic board, function board, and actuator board at which point the machine was able to enter service mode however the wd alarm was still occurring. The fresenius field service technician (fst) recommended the biomed then replace the motherboard and power supply. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a burning smell from the power supply and wiring that was burnt on the power switch. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell from the power supply and wiring that was burnt on the power switch. The power switch wiring was replaced. After rectifying the power switch wiring issue, it was reported that the 2008t machine was alarming with wd: failed long pulse and was unable to go into service mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 48,777 hours and these components were the original fresenius parts on the machine. There was no damage observed on any other components, or any other additional issues, associated with the burnt wiring. The biomed replaced the 24v harness, power logic board, function board, and actuator board at which point the machine was able to enter service mode, however the wd alarm was still occurring. A fresenius field service technician (fst) recommended to the biomed to replace the motherboard and power supply to resolve the wd alarm. Additional information was requested, however, to date a response has not been received. It is unknown if the machine is back in service without any issues. No parts were returned to the manufacturer for physical evaluation.